Event description:
It was reported that the patient had bacteremia and required the removal of the implantable cardioverter defibrillator (ICD) system. The source of the bacteremia is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154atg implantable cardioverter defibrillator (ICD) 2006-(B)(6); 407652 implantable pacing lead 2006-(B)(6). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).